Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown dall miles cable. Additional information has been requested and if received, will be provided in the supplemental report. Hospital retained.

Event description:
It was reported that patient had left femur revision surgery due to nonunion.

Manufacturer narrative:
An event regarding crack/fracture involving an unknown trauma and extremity product screw was reported. Conclusion: the event relates to fractured screw that was reported following left femur revision surgery. Based on the provided information, the dall miles cable reported in this investigation did not contribute to the event.

Event description:
It was reported that patient had left femur revision surgery due to nonunion.